Event description:
I was diagnosed with keratoconus and deemed to not be a candidate for lasik. Several months later I went to the same office to inquire about prk. They tested and decided I was a candidate for lasik. I had the surgery done in the right eye. My vision now is by far worse than it was initially. They are now talking about cornea transplant. I won't go back to them. F/u and fitted for contact lens. Lens will not stay in place.